Event description:
It was reported by service report that the pt left foot side rail will not latch in the raised position due to a weld break with exposed sharp edges. No pt involvement or adverse consequences are reported.